Manufacturer narrative:
Initial 2 of 3 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set fell off event on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction injection via mdi (multiple daily injections).